Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturing ref.#: (B)(4).

Event description:
Manufacturing ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and found out the root cause of the failed flow transducer test. The issue was the poor connection between the printed circuit board and o2 gas module. It was corrected/secured and the reported issue was solved. No parts were replaced. No logs or service report provided.